Event description:
It was reported by the representative that the (1) hp052 (1) hp051, (1) dh105 and (2) hs002 were used during a CABG procedure. It was reported that the system toned out with the hp052 and the blade and handpiece were exchanged three times. The operating room time was extended by 15-20 minutes. 07/25/2000: additional information received: the case was completed with a handpiece.